Manufacturer narrative:
The DHR for lot 01-04-23-8024 was reviewed, and no evidence of defects or non-conformities was identified for the product under complaint. The results of the investigation confirm that both the manufacturing and sterilization processes are in compliance. Quality control procedures ensure that batches meet the necessary specifications before distribution.

Event description:
Implant ev37115: was inserted in position 35 on (B)(6)2025. The patient (female sex, age 77) had no special clinical conditions. Insertion was performed with contra-angle using an end torque of 35 ncm. During the submerged healing period, there was failure to osseointegrate the implant, which was therefore subsequently removed. At the time of removal, the patient felt pain.